Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. The consumer reported pain and dis comfort at the implantable neurostimulator (ins) site. The patient reported when they first had the ins implanted, they could feel it pressing when they sat down. When the patient reported the issue to the healthcare provider, they were told that there wasn't much they could do about it. The patient's new healthcare provider told the patient that they think it should have been placed above the belt line. It was reported that the patient was not sitting directly onto the ins but they feel like they sit on the bottom edge of it. It may have been implanted a little too low. The patient later reported that no steps had been taken to resolve the issue. The patient went to orthopedic doctor and nothing could be done. The issue was not resolved and it would need to be replaced/removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient stated that his device is going to be scheduled to be removed, but his doctor will not schedule until the patient obtains psych evaluation. The patient mentioned his doctor wants to do an MRI but cannot put the ins in MRI mode because it is overdischarge. The patient stated last year a rep tried to force a recharge, but could not charge ins. The patient stated his surgeon wants to remove device and "look at things". The patient stated where his ins was implanted in body, he was never able to comfortably charge or use ins. The patient stated it has been getting progressively worse and worse over the past 2 months from this report, and can hardly sit down, stating it got "really bad". The patient mentioned he had ins reprogrammed once or twice but it only did what it was supposed to do for maybe an hour, and stated it "never really worked right". The patient stated he was told his ins could have been programmed differently and is capable of doing far more than what he had it programmed for. No further patient symptoms or complications were reported in this event.